Event description:
It was reported that log files were submitted for evaluation. There was damage to the bend relief on the system controller cable. The bend protection on the patient battery wire fractured and was coming off. This was putting stress on the power wires (white cable). There were no unusual events recorded in the event log file history. The controller was exchanged. There was no adverse patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged system controller power cables was confirmed via evaluation of the returned heartmate 3 system controller. The returned system controller, serial number (B)(6), was visually inspected and the strain relief was revealed to be separated from the power cable connector on the white power cable and the connector side strain relief on the black power cable to be damaged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.